Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that, following a fall, the patient was experiencing uncomfortable stimulation at the ipg site. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
The reported event for shocking at the ipg site was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to any issues. The ipg was functionally tested and passed all testing.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.